Manufacturer narrative:
A ge service representative performed an on site investigation. The motherboard was found needing replacing. However, this part is no longer obtainable by se surgery due to end of life status. The customer intends to replace the part through a third-party.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of patient injury.